Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the issue was resolved without recurrence. The customer understood the instructions and was advised to continue using the pump, with the option to call back if the malfunction occurs again.